Event description:
It was reported that research pathology of an explanted heart found 2 unk xience stents, 1 in the proximal left circumflex coronary artery and 1 in the mid left obtuse marginal coronary artery. The xience stents showed stent thrombosis. The cause of death was stent related death. The events occurred 5 days post stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(6) 2010 - estimated date of event. Implanted date: (B)(6) 2009 - estimated date of implant. There was no reported product deficiency and the product was not returned. The reported patient effects of death and thrombosis, as listed in the electronic xience v / xience nano everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other xience device referenced is being filed under a separate medwatch MFR number.